Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.